Event description:
While attempting to perform left ventricular gram, approximately 30 cc of air was injected into pt's left ventricle through medrad injector. Pt had apparent seizure activity, respiratory distress, and "st" segment elevation. Pt was transferred to another facility for hyperbaric oxygen chamber treatment.